Manufacturer narrative:
The field service representative (fsr) confirmed the reported complaint. The fsr cleaned out mineral deposits in the normally closed valve. With the valve cleaned and preventative maintenance completed, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, there was flow in the ice tank during the rewarm setting. The subject unit had been in storage. Since the event occurred during preventative maintenance, there was no pt involvement.